Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided the additional patient effects reported in the articles are captured under a separate medwatch report. The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported mr, death, and mitral stenosis. Mr, death, and mitral stenosis are listed in the instructions for use as known possible complications associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled "pulmonary vein flow morphology after transcatheter mitral valve edge-to-edge repair as predictor of survival"na

Event description:
The article "pulmonary vein flow morphology after transcatheter mitral valve edge-to-edge repair as predictor of survival" was reviewed. This article presented a restrospective single center study investigating pulse-wave doppler interrogation of pulmonary vein flow (pvf) as a predictor of all cause mortality following transcatheter mitral valve edge-to-edge repair (teer). The article concluded that pvf morphology is a simple and objective tool to assess mr severity immediately post mv-teer and offers important prognostic information to optimize procedural results. [The primary author was ahmed el shaer, department of internal medicine, university of wisconsin hospital, madison, wisconsin, USA. The corresponding author was jeremy thaden, department of cardiovascular medicine, mayo clinic, rochester, mn, with corresponding email: thaden.jeremy@mayo.edu] the time frame of this study was may 2014 to december 2021. A total of 265 patients were included in this study, of which all received a mitraclip device. Comorbidities included: hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft (CABG), sternotomy, peripheral arterial disease, prior stroke, sleep apnea, renal disease, pacemaker, chronic lung disease, congestive heart failure, atrial fibrillation, degenerative, functional, and mixed mitral regurgitation, tricuspid regurgitation. Peri and post procedural complications included death, unchanged mitral regurgitation, and mitral stenosis.